Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmol/l. Customer also reported experiencing symptoms of weakness, disorientation and not able to stand but she stated all symptoms are due to taking too many medications. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.